Event description:
It was reported that customer experienced altitude alarm on pump while traveling by plane and expressed frustration, with insulin delivery suspended and repeated unsuccessful attempts to change cartridge due to message stating cartridge could not be changed at present. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was within operating altitude range, advised customer to gently clean speaker holes, emailed picture showing location of speaker holes and instructions for pump reset, and discussed possibility of travel loaner for future trips, while noting customer was awaiting receipt of previously shipped replacement pump and that a callback from customer was still pending.